Event description:
It was reported that the patient insidiously began having issues deflating his inflatable penile prosthesis (ipp) device. Eventually it seized and would not deflate fully. The patient's ipp was explanted and he was implanted with a new 18cm x 12mm ipp device. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient insidiously began having issues deflating his inflatable penile prosthesis (ipp) device. Eventually it seized and would not deflate fully. The patient's ipp was explanted and he was implanted with a new 18cm x 12mm ipp device. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed, and the reported allegation of inability to deflate the device was confirmed via product analysis. No escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the patient insidiously began having issues deflating his inflatable penile prosthesis (ipp) device. Eventually it seized and would not deflate fully. The patient's ipp was explanted and he was implanted with a new 18cm x 12mm ipp device. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.